Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0210581535, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported a consumer had no result on her urinary problem after the implantation of the stimulator. So, the consumer went to the operating room (or) on (B)(6) 2017 and the surgeon noticed that the electrode was out of order (unsheathed). It was unknown if any factors led to the event or if impedance tests were done after the procedure. The electrode was changed and the issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 3093-28, found lead body conductor broken within 10 cm of connector area. Analysis observed the proximal end of the lead was stretched. Analysis observed the {} connector(s) of the lead {was//were} crushed. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool analysis determined {conductors #0 and #1 broken/overstressed 6.1cm from proximal end} conductor wire(s) {was//were} broken due to overstress/damage. All of the conductors were found to be broken. However, conductors #2 and #3 were still in their coiled form indicating they were broken before explant. Conductors #0 and #1 were found to be stretched and overstressed consistent with explant damage. This appeared on both the proximal and distal segments.